Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had drawer 5.1 and 5.2 off the bus. The customer reported that the issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a connection failure. The field service engineer connections reset to the back of drawers and retractor bands were cleaned to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.